Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 525 mg/dl. The customer also reported other blood glucose value such as 480 mg/dl. The customer treated for high blood glucose with manual injection. The customer was reported that the insulin pump had insulin flow blocked alarm. The customer was reported that insulin pump was not on auto mode. The insulin pump will be returned for analysis.